Event description:
It was reported that during a filter placement procedure, the metal wire was allegedly detached. It was further reported that the broken piece was left in the small branch above the opening of the patient's right renal vein. The current patient status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.